Event description:
It was reported that the patient was experiencing pain at the pump and catheter sites, and a pocket revision/pump positioning change was done. Patient has experienced 'sharp pain shoot up her back:', leg nerve pain, and pain at the pump site. The patient complained of irritation where the pump is implanted, and 'can only wear slacks that are stretchy and loose' as it 'hurts to wear slacks' due to irritation where the pump is implanted. Patient stated she 'feels like she has a nail going up her spine' and can 'feel the tube in her spine'. The patient indicated that her healthcare provider told her 'that there is no way she could feel the tube in her spine'. The patient's pain at the pump site was 'very bad after sleeping' and described a 'stinging/stabbing' pain. The patient had the pump medication dose cute in ½ on (B)(6) 2012, but continued to take oral oxycontin 80mg/three times a day, which was the same dose she had prior to the pump implant. No diagnostic testing had been done. The patient further stated that she was experiencing a headache and shakiness, but indicated that could be due to the dose change. It was later reported by the healthcare provider that the pump was 'rotated' by the provider and 'suturing done in or', because of skin irritation, pain at pump site and redness. The provider reported on (B)(6) 2012 that the patient did 'not have any problems with the pump and it's deliver of medications' and reported patient outcome as 'no injury'. The medication in the pump was morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2011 (B)(6), product type catheter. (B)(4).

Event description:
Additional information was received. Hcp reported patient had a pump refill (B)(6) 2012 and a pump revision on (B)(6) 2012. The pump was irritating her skin and was turned approximately 180 degrees. Patient tolerated the procedure well. The patient had chronic pain. Her pump was not malfunctioning.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).